Event description:
The core universal driver was sent for evaluation because during a procedure, it was allegedly running without user activation. The procedure was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the potted trigger assembly contact pins were burnt, and the pinion gear teeth were damaged.